Manufacturer narrative:
Occupation: non-healthcare professional investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A visual inspection of the returned device determined that the balloon material was ruptured. A portion of the balloon material was missing and not all of the ruptured material matches up from side to side. Due to the condition of the balloon material a functional test could not be performed. The threads on the proximal and distal end of the balloon appear to be manufactured correctly. The pre-packaged syringe was included in the return. Additionally, the catheter of the device has been stretched from 64.5 cm to 82.1 cm from the base of the hub. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The information provided indicated the balloon inflated properly prior to use. Therefore, the balloon was intact and functioning prior to advancement through the endoscope. A split or rupture in the balloon material can occur if the balloon has come into contact with a sharp object, such as a sharp stone, or possibly a burr in the endoscope channel. Prior to distribution, all fusion quattro extraction balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion quattro extraction balloon. Upon extracting stones from the bile duct, the balloon snapped (ruptured). There was no reportable information at this time. The device was received for evaluation on 02/11/2019. Our evaluation of the returned device determined that there are pieces of the balloon material missing and were not included in the return of the device. This information was communicated to the user facility and the location of the missing pieces is unknown. The initial reporter stated that a section of the device did not remain inside the patient¿s body; however the location of the missing section detected during our laboratory evaluation is unknown. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.